Manufacturer narrative:
A total of two valves were placed in the patient (one svs-v9-00 and one svs-v7-00) for a total of two related event reports filed separately for the same patient procedure. This is report one of two associated with this event. Pneumothorax is the most common device related serious adverse event that is associated with the spiration valve system. In the emprove study, the incidence of serious pneumothorax was 14.2%, with over 75% of the serious pneumothorax events occurring within the first 3 days post-procedure. Early-onset pneumothorax in the treatment group likely resulted from lung conformation changes due to acute reduction in lung volume by valve therapy, triggering rapid expansion of the ipsilateral non-targeted lobe leading to pneumothorax. (Criner gj, delage a, voelker k, et al. Improving lung function in severe heterogenous emphysema with the spiration® valve system (emprove): a multicenter, open-label, randomized control trial. Am j respir crit care med. 2019;200(11):1354-1362. Doi:10.1164/rccm.201902-0383oc). However, it should be noted that pneumothorax events are also recognized as an indicator of successful target lobe occlusion and when managed according to published expert guidelines (valipour a, slebos dj, de oliveira hg, et al. Expert statement: pneumothorax associated with endoscopic valve therapy for emphysema -- potential mechanisms, treatment algorithm and case examples. Respiration 2004 2014;87(6): 513-521. Doi:10.1159/000360642), subjects with pneumothorax events experienced clinical benefits similar to that in subjects without pneumothorax events (criner gj, delage a, voelker k, et al. Improving lung function in severe heterogenous emphysema with the spiration valve system (emprove). A multicenter, open-label, randomized control trial. Am j respir crit care med. 2019;200(11):1354-1362. Doi:10.1164/rccm.201902-0383oc). The reported event aligns with the experience in the emprove clinical trial and is an expected adverse event associated with the spiration valve system. H3 other text.

Event description:
A patient underwent valve placement procedure for the treatment of emphysema. The physician successfully placed a total of two spiration valves (1x svs v9-00, 1x svs-v7-00) in patient's left upper lung on (B)(6) 2023. A couple of hours post procedure, the patient experienced a small to moderate sized pneumothorax. The pneumothorax was noted at the post procedure chest x-ray. The patient was taken to interventional radiology for CT guided placement of a 14f left chest tube. The pneumothorax resolved without sequelae three days after event. The chest tube was removed four days after the placement procedure and the patient was released from the hospital.